Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they receive critical pump error. The customer blood glucose level was 325 mg/dl at the time of incident. Customer experienced high blood glucose level. The customer received multiple pump error. Customer were able to clear the pump errors, power loss alarm and program the insulin pump. Customer performed self test and test passed. The insulin pump will not be returned for analysis.